Manufacturer narrative:
An imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation, see attached image a001 ¿ a003 in the complaint. Visual inspection of the as returned product identified a fracture at the collar section. Pre-existing condition noted on the per is hbp. The reported device was located on tooth # 20 and was used for approximately 4 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63718306). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63718306) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email unknown / not provided. PMA (510k) #: k101880.

Event description:
It was reported that the implant at tooth site # 30 fractured and was removed.